Manufacturer narrative:
Average age, majority gender, event date is literature article published date paclitaxel-coated versus plain old balloon angioplasty for the treatment of infrainguinal arterial disease in diabetic patients: the belgian diabetic in.pact trial erik debing, dimitri aerden, alain vanhuille the journal of cardiovascular surgery 58(4) 2017 10.23736/s0021-9509.16.09685-3 .

Event description:
Between 2012 and 2014 106 patients were enrolled in a study to demonstrate the efficacy of dcb to inhibit restenosis of the infraing uinal arteries. 52 patients were treated with dcb angioplasty while 54 were treated with poba. The patients had an average age of 71 and the majority of patients were male. During index procedures, dcb patients were treated using either in.pact pacific, in.pact admiral or in.pact amphirion dcb devices. Predilation was mandatory in all procedures and the inflation time was at least two minutes. During the 6 month follow-up period, approx 10% of dcb patients underwent amputations. There were no procedure or device related deaths, approximately 5.7%of the dcb patients died during the follow up period. Causes of death included myocardial infraction, cerebral infraction and sudden death. 7 dcb patients also suffered from restenosis.